Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 50 mg/dl; cause was unknown. Reportedly, the customer was given glucose by the emergency medical transport. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. User made a bolus request without entering current bg. User made a bolus request while still having insulin on board (iob). On (B)(6)2019, user adjusted correction factors from 45 and 51 (mg/dl)/unit to 50 and 56 (mg/dl)/unit. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.